Event description:
Additional information received noted that programming changes were performed for the implantable cardioverter defibrillator and right ventricular lead. The patient was in stable condition.

Event description:
Related manufacture reference number: 2017865-2024-33833. It was reported that the patient presented during clinical follow-up. Upon interrogation, high right ventricular capture threshold was noted. No interventions were performed. There were no patient consequences.